Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage: monitor sn (B)(4)- (reuse). Electrode belt sn (B)(4)- 04/2014 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced two inappropriate defibrillation treatments. Rapid atrial fibrillation at 130 bpm with motion artifact contributed to the false detections. The patient was sleeping at home at the time of the event and was awakened by the lifevest alarms. The response buttons were not pressed during the event. The patient did not seek medical attention and continues to use the lifevest.